Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage electronic assembly. We were unable to perform the functional testing including the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery test due to blank display. No moisture was found on the motor, battery tube, vibrator and keypad assembly during visual inspection. The insulin pump was received with cracked reservoir tube lip, minor scratched lcd window, cracked reservoir tube, and scratched reservoir tube window.

Event description:
It was reported via phone call by customer's mother that the insulin had moisture damage. Customer made an attempt to dry pump, but it's now beeping. Customer's blood glucose was 94mg/dl. Advised to discontinue the use of the pump and revert to back up plan. Customer agreed to return insulin pump for analysis.